Manufacturer narrative:
The pump was returned to animas. Review of the pump history revealed several loss of prime warnings. The pump was primed and exercised during evaluation without any loss of prime warnings duplicated. The pump was found to deliver insulin within required specifications. No other pump defects were found during evaluation. A loss of prime was purposefully induced during evaluation and the pump gave appropriate audible and visual alerts. The owner's booklet warns that any interruption in the delivery of insulin can quickly cause a sharp rise in blood glucose levels. The owner's booklet further warns that to avoid the risk of diabetic ketoacidosis (dka) or very high bg, the user must be prepared to give an injection of insulin if delivery is interrupted for any reason.

Event description:
It was reported that the patient was treated in the emergency room for elevated blood glucose levels and ketones. The reporter stated that the pump lost prime frequently prior to the blood glucose elevation.